Event description:
Information was received from a patient's representative regarding an external device. The reason for call was pt rep reported that the pt has been unable to connect to their implant battery to charge for the past 3 days and now their implant battery is very low (in the red). Pt rep gave the phone to the pt and said that the pt had cognitive issues so they need things explained to them multiple times. Pt saw no visible damage to the recharger. Pt started a charging session with their implant and was brought through passive recharge mode (prm). Pt saw 0 100 100. Pt repositioned the recharger and saw 0 100 100 again. Pt rep said that the pt saw all 100s when they were brought through this before and weren't able to get connected. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received from the patient. Pt received a new recharger. Caller said pt did not receive a controller. Pt rep reported it did not work. Pt rep said pt was not able to locate the stimulator. Pt rep said the controller charge was full but pt could never get the ins to fill. Instructed pt to use the equipment on the call. Pt was able to connect and get to the normal charging screen right away with excellent recharge quality. Ins was in red. Reviewed to continue charging and then turn ins on. Troubleshooting resolved the reported issue. Pt's wife (caller) stated the pt had their ins replaced with a non-rechargeable ins 2 weeks ago. Pss asked if the replacement was el ective move to non-rechargeable or if there was an issue with the previous ins, and caller said the ins was dying and needed to be changed. Caller said it was getting difficult for the pt to sit there and charge for a couple hours and so the non-rechargeable would be easier for everyone. Pss asked event date and at first caller said they asked the healthcare provider (hcp) about it and when they went in there to change the ins, the hcp said they timed the replacement just right. Caller then said they spoke to the hcp probably a couple months ago and confirmed this year. Caller said rep was at the replacement, and said they would be at the 2 week appointment when pt got their staples out to turn the ins on, but the rep was not there yesterday and the ins was not working because it had not been turned on.

Manufacturer narrative:
Concomitant medical products: product ID 97755. Lot# serial# (B)(4). Implanted: . Explanted: . Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); product type recharger; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the device replacement was that pt did not want to have to charge the device, and that the ins was working properly. There were no other actions or interventions taken, as the device was functioning properly and the pt simply did not want to have to charge the device anymore. The ins was discarded by the customer. The information received from the rep conflicted with the previously reported information from the pt and their wife.